Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump alarmed failed battery test. Customer blood glucose at the time of incident 129 mm/dl. Troubleshoot was performed. Customer inserted new battery but failed battery test reoccurred. The insulin pump had no physical damages. Customer will be receiving new battery cap. Insulin pump will not be returning for analysis.